Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A nurse reported inconsistent cylinder readings. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and performed five (5) test captures with an artificial eye to verify cylinder readings. The readings remained consistent between each patient. The log readings were reviewed with the company technical support specialist (tss) and the readings were verified. The system calibration was verified. No problems were found. The system was then tested and met all product specifications. The system was found to meet specification. The root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).